Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
Philips received a report that during a repair of the system's motor circuit the system was re-energized in order to check movement. While troubleshooting, checking brake on motor that had not been working, the service engineer was wearing rubber electrical gloves and had hold of belt mechanically moving gear. The motor jumped and briefly ran causing the hand to be pulled into motor and engineer's left finger and left thumb to get cut by a belt.